Event description:
It was reported that during the procedure last few centimeters of the subject coil was difficult to place in aneurysm and was manipulated quite a lot. The subject coil detached prematurely while it was manipulated trying to get into the aneurysm. The coil was retrieved with a retriever stent. There was 1 hour of surgical delay due to the event. No other clinical consequences were reported to the patient due to this event.